Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a dual false positive for giardia and crypto patient result was obtained. Test was repeated and was negative. There was no report of patient impact.